Manufacturer narrative:
Evaluation results: visual findings observed the led cover has been pushed down into the unit as it's loose or no longer attached on the upper enclosure. Small indentation observed at the back of the unit. Sensor pin 1 (rightmost pin) inside the sensor receptacle intersected sensor pin 2. Scuff marks observed above the sensor pins. Evaluation of the unit found that it sounded when nothing was connected but did not sound when it was in use with a sensor pad. Being that the unit is nearly two years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit having no sound, and the likely cause is normal wear-and-tear, severe shock, and other effects of repeated use and age. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file number: (B)(4).

Event description:
Customer contacted us via phone call. The alarm will not sound unless the pad is disconnected from the port. After pad and alarm are activated the alarm will not make noise if pressure is released. The date the issue was discovered is unknown and no incident or serious injury was reported.